Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was evaluated due to a low percentage of left ventricular pacing (lvp) observed in nxt. Device data showed the system was programmed with a negative lv offset, yet right ventricular (rv) pacing was occurring before the lv, raising concerns about whether lv capture was being achieved. Further assessment revealed intermittent loss of capture (loc) on the lv lead at 7.5v, and the rv threshold had increased from 0.4v to 3.0v, alongside a drop in rv lead impedance from 522 ohms to 313 ohms. Technical services recommended reprogramming options and advised a chest x-ray to evaluate for potential lead issues. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was evaluated due to a low percentage of left ventricular pacing (lvp) observed in nxt. Device data showed the system was programmed with a negative lv offset, yet right ventricular (rv) pacing was occurring before the lv, raising concerns about whether lv capture was being achieved. Further assessment revealed intermittent loss of capture (loc) on the lv lead at 7.5v, and the rv threshold had increased from 0.4v to 3.0v, alongside a drop in rv lead impedance from 522 ohms to 313 ohms. Technical services recommended reprogramming options and advised a chest x-ray to evaluate for potential lead issues. The right ventricular (rv) lead was subsequently explanted and successfully replaced. The removed lead was returned and is currently pending analysis. No additional adverse effects to the patient were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was evaluated due to a low percentage of left ventricular pacing (lvp) observed in nxt. Device data showed the system was programmed with a negative lv offset, yet right ventricular (rv) pacing was occurring before the lv, raising concerns about whether lv capture was being achieved. Further assessment revealed intermittent loss of capture (loc) on the lv lead at 7.5v, and the rv threshold had increased from 0.4v to 3.0v, alongside a drop in rv lead impedance from 522 ohms to 313 ohms. Technical services recommended reprogramming options and advised a chest x-ray to evaluate for potential lead issues. The right ventricular (rv) lead was subsequently explanted and successfully replaced. The removed lead was returned and is currently pending analysis. No additional adverse effects to the patient were reported.